Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the left ventricular lead exhibited a high capture threshold and was found to be dislodged. The dislodgement was confirmed via a chest x-ray. The physician explanted the left ventricular lead to resolve the issue. The patient was in stable condition throughout the procedure.